Manufacturer narrative:
Additional information was received: per the physician the reason etlw1624c146ee failed to cover the intended area leading to a type ib endoleak was because it got caught in the main body and moved during deployment. It was confirmed that the type ib was resolved post implant of the (B)(6). It was noted that there was no significant tortuosity in the iliac vertebrae that would justify what had occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a etlw1624c146ee endurant ii limb was implanted along with an uni-iliac stent graft to treat a 72mm abdominal aortic aneurysm. No issues with the delivery system were encountered during implantation, which was performed according to the instructions for use. It was noted during the index procedure that stent graft failed to cover the entire required area, resulting in an endoleak. To address this, a shorter device, an endurant ii stent graft 16x24x82 iliac extension was implanted. According to the physician, the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient is fine.